Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect following in which she fell and fractured her cheek, finger and sustained other trauma. It was noted that she had control of her symptoms before the fall. She had tried all of the programs issued to her and when she increased the voltage it became painful. When she turned the stimulation down she felt the stimulation for about a second then did not feel it anymore. Add'l info was requested.